Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Reported issue: on may 14, 2019, it was reported that the device had low pressure alarm. DHR review: the device history record (DHR) for the vp500d vasopress pump with serial number 514842 review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. The vp500d vasopress pump for serial number (B)(4), the device was noted to have been previously repaired by zimmer biomet surgical /compression therapy concepts (c.t.c.) On november 18, 2016. The repair included replacement of the knob and hook. Device evaluations results/investigation findings: product review of the vp500d vasopress pump performed by zimmer biomet surgical on may 31, 2019 revealed that the cord was damaged and the device failed the visual inspection. Additional product evaluation was performed by zimmer biomet surgical on september 10, 2019 since the original evaluation performed on may 31, 2019 did not provide any additional information regarding the confirmation of the reported event/functional inspection. Product review performed on september 10, 2019 revealed that the power cord was cut exposing copper wires. The device housing had scratches and dents. Repair of the vp500d vasopress pump was not performed by zimmer biomet surgical due to the device being scrapped after product evaluation. Probable cause/root cause: the reported event " the device had low pressure alarm " was not confirmed since during product review the device did not power on due to damage to the power cord and the pressure checks could not be performed. A definitive root cause of the low pressure alarm could not be determined with the provided information as the reported event was not confirmed since the device did not power on and the pressure checks could not be performed. The device was scrapped after evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). There was no patient impact and the reported event was not confirmed. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
The initial event was reported as a product return with no additional detail. The information below was supplied upon repair of the product: it was reported that the unit had low pressure alarm. The investigation identified the power cord was damaged exposing copper wires. No adverse events were reported as a result of this malfunction.